Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: device manufactured between april 29, 2019 to april 30, 2019. H10: the device was received for evaluation containing approximately 67ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow of fluid was observed coming out at the distal luer. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after twenty four hours a multirate infusor stopped delivery and half of the infusion was not delivered to the patient. The issue was identified during use. It was further stated the infusor flow rate was set to 5ml per hour. There was no patient injury or medical intervention associated with this event. No additional information is available.